Event description:
It was reported that the asymptomatic pacemaker dependent patient presented to the hospital post-op after implant. Crosstalk was observed. Programming changes were recommended and performed. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.